Event description:
Procedure type: inguinal hernia repair. According to the reporter: after trocar was inserted and obturator was removed, the balloon became detached while in the pt. The balloon was located and removed. A 10 min delay time was reported. Doctor was able to finish the case without incidence, 10 min delay time was reported. No pt injury was reported.

Manufacturer narrative:
(B)(4).